Event description:
It was reported that device embolization and patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and after meeting all release criteria the closure device was successfully implanted in the laa of the patient. During a final check for any effusions, it was discovered that the closure device had moved out of the laa and was seen in the left atrium before moving into the left ventricle. The physician made multiple attempts at snaring the device but was unsuccessful. The decision was made to have the patient undergo open heart surgery. During surgery the physician successfully removed the closure device from the patient and clipped the laa. While in surgery a left ventricle perforation was noted. The physician was unable to successfully repair the perforation due to the patient's anatomy. The patient did not recover from this event and the patient died during the open-heart surgery.